Event description:
Reporter indicated that vns pt experienced an episode of continous stimulation. It was reported that the pt was attending a barbeque function at a country club and immediately experienced continuous device stimulation upon entering a particular room. The pt knew that the device was continuously stimulating because pt was coughing and they experienced voice alteration during that time. Attempts to discontinue stimulation with the magnet were unsuccessful. The pt was reportedly only in the room for a short time and when they left the room, the device stopped continuously stimulating. The pt reported that there was a large barbeque pit in the room and that there were magnets on the doors.